Event description:
The customer reported via phone call that she was admitted to the emergency room on (B)(6) 2015 as a result of her current unexplained high blood glucose. Customer was unable to get her blood glucose down and also used syringes. Customer had hypoglycemia. Customer was wearing the pump at the time of the hospitalization. Customer stated that the issue has been occurring for 6 weeks. Customer is a brittle, insulin resistant diabetic. Customer stated that the drive support cap is flush after removing the infusion set from her body. Customer also ran some tests on her pump. Customer stated that sometimes her blood glucose is 30 mg/dl and other days it is 300 mg/dl. Customer stated that this morning her blood glucose was 57 mg/dl. Customer frequently goes low. Customer's blood glucose is now 252 mg/dl. Customer has had back surgery and stated that she treated with the pump.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners were noted during the visual inspection. Pump passed the functional test including prime/compromised force sensor system, displacement, rewind, basic occlusion, and excessive no delivery alarm tests.

Manufacturer narrative:
The pump passed the delivery accuracy test.